Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was noisy, which was caused by defective cable. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope cable had no image on a new device, found on installation. The procedure was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by a communication failure that occurred because the scope-side connector was damaged by some factor, such as foreign matter stuck to the scope cable connector. Olympus will continue to monitor field performance for this device.